Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a treatment, and it was completed as the issue did not stop customer from using the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the active button on the control module had been detected causing the system not to boot up completely. Upon troubleshooting with customer, they found that one of the buttons on the controller was pressed. To resolve the reported issue, the customer released the button on the control module. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue occurred when the button on the control module was pressed, and the reported issue was resolved by released the button. The reported malfunction was caused by the user, and the philips system was working fine. During this issue there were no patient or user harm. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that tan active button on the control module has been detected causing the system not to boot up completely. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.